Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 38 indicating a motor stall, which persisted after five restarts, and a replacement device was shipped with instructions to shut down the original device and guidance that data would not transfer to the replacement. Symptoms included no reported blood glucose effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and collection of use history, along with initiation of device return for evaluation. Investigation of this case revealed a suspected motor stall consistent with a pump mechanism malfunction; the device was not returned, so a physical evaluation could not be performed to confirm a component failure. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending return and evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.